Manufacturer narrative:
Approximate age of device ¿ 5 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital with bleeding issues but had a very high lactate dehydrogenase (ldh). Pump thrombosis was suspected. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and revealed pump power trending upward with pi trending downward over time. Additional information was requested, but not provided.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2018 with the bleeding issue of hematuria. The location of the bleed was urinary. A CT scan of chest and abdomen was performed on admission with no vad relevant findings. Thrombus was suspected due to the patient developing mental status changes on (B)(6) 2018. Head CT scan revealed a hemorrhagic cerebrovascular accident (cva). There was a concern that it was an embolic event with a hemorrhagic conversion. Anticoagulation was discontinued.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Review of the submitted system controller log file confirmed elevations in power and flow estimation; however, a specific cause for these events could not conclusively be determined. The log file contained data from 26aug2018 at 10:29 through 10oct2018 at 20:37. Pump power typically ranged from 4.6-7.5 watts, but trended slightly upward throughout the file. Two elevations in power, to 8.8 watts and 9.1 watts, respectively, were recorded on (B)(6) 2018. Both elevations appeared to be associated with pi events. Flow estimation ranged from 3.8-12 lpm. No hazard alarms were recorded, and pump speed remained above the low speed limit for the duration of the file. The pump appeared to function as intended. Hemolysis, stroke, bleeding, neurological dysfunction, and peripheral thromboembolic are listed in the instructions for use as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. The instructions for use also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.